Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., other, additional manufacturing narrative (if other): initial reporter zip code exceeded the maximum allowable digits. (B)(6).

Event description:
The customer reported multiple instances of incorrect values. Per the reported issue, tests were repeated up to 5 times until the device provided correct readings. Finger sensors were replaced several times without success. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. One of the two concomitant sensors returned with the device showed a sensor emitter half failure resulting in a "test incomplete" message, this message prevents the sensor from being used for obtaining measurements thus accuracy testing could not be completed. Initial reporter zip code exceeded the maximum allowable digits. Zip code is as follows: (B)(6), corrected data: (brand name): updated from "pronto-7" to "pronto-7 spot check pulse co-oximeter" (catalog #): updated from "9221" to "3579". (Concomitant medical products): updated from a blank field to "4d dc sensor; medium 4d dc sensor, small".

Event description:
The customer reported multiple instances of incorrect values. Per the reported issue, tests were repeated up to 5 times until the device provided correct readings. Finger sensors were replaced several times without success. No patient impact or consequences were reported.